Manufacturer narrative:
(B)(4). It was reported that the patient underwent cesarean section on (B)(6) 2014 and suture was used. Insorb staples were also used for skin closure. Following the procedure, the patient complained of itching on the abdomen. The surgeon opines that the suture was tied to the most lateral aspect of the wound on either side and the short length of suture was tied attached to the knots. The surgeon also opines that the etiology of the dehiscence is not evident, as there did not appear to be adequate residual suture. The patient was discharged in stable condition. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Batch hbz550.

Event description:
It was reported that the patient underwent cesarean section on an unknown date and suture was used. Following the procedure, on (B)(6) 2014 just before discharge, the patient experienced wound dehiscence and required emergency surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. One possible batch number is reported as follows: batch hbz550.